Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not correctly remove residual air from the cartridge. Tandem technical support educated the customer on the proper load sequence steps. Customer declined to load a new cartridge and continued to use the existing cartridge. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.